Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. The blood glucose result was 30.0 mmol/l on her meter. The patient was taken to the hospital for hyperglycemia. The blood glucose results at the hospital were not provided. The type of treatment given to the patient at the hospital was unknown. The patient was in the hospital for 6 hours. The infusion device was requested to be returned for product evaluation.